Manufacturer narrative:
(B)(4): it was reported to philips that the ac inlet was pulled out of the ac power module and the wires were broken. A philips investigator spoke with the customer who reported that the ac power modules have been replaced and that the units are back in use at the customer site.

Event description:
It was reported to philips that the ac inlet was pulled out of the ac power module and the wires were broken.